Event description:
The customer reported that the pump screen lags making data entry difficult. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.